Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. However, the investigation also found that the downstream occlusion sensor seal was delaminating and separating from the chassis. Replaced downstream occlusion sensor seal, battery compartment, and lcd lens. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a damaged battery compartment. The investigation found that the downstream occlusion sensor seal was delaminating and separating from the chassis.